Manufacturer narrative:
(B)(4). The product has been returned and an investigation is in process. Customers and retailers have been informed through the adc fa16may2006 letter.

Event description:
The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. The device has been returned and an investigation is in progress. Additionally, the school nurse stated that "customer was feeling shaky (and) clammy". Customer was treated by the school nurse with orange juice and glucose tablets. There was no report of death or serious injury.